Event description:
It was reported the patients lead displayed high impedances on all contacts. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Model 3186: the complaint about ¿high impedance¿ was confirmed. As received, the lead stim end had a kink in the lead body where all the internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected to while in vivo